Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm occurred at the end of a routine hemodialysis treatment. Attempts made to remove air were unsuccessful. Rinseback was not performed due to possible clotting of the circuit resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. The cartridge was not returned for eval therefore the exact cause of the arterial air alarm cannot be determined. The user's guide states possible causes of the alarm as loose connection or disconnection at the arterial access air in saline for priming, bolus or rinseback, poor flow through the access, or clamped pt line. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and there have been no similar problems reported subsequent to the event. Nxstage medical considers this report closed. No additional info will be provided.